Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1398 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient heard the pump intermittently beeping on (B)(6) 2016. The pump was interrogated on (B)(6) 2016 and a motor stall was seen. The patient had not recently had an MRI. The pump logs indicated that there had been multiple motor stalls and recoveries starting at 1604. At the time of the report, the pump was not stalled. The patient denied any emi interaction, but did state that his phone quit at the same time as the stalls. No patient symptoms were reported. Additional information was received on 12-apr-2016 from a company representative and it was reported that the longest stall was approximately 1 hour. The patient had no signs of withdrawal during the episodes. The patient was reminded about signs and symptoms of withdrawal and was instructed to go to the ER (emergency room) if symptoms became evident. The patient wanted to see if the pump would alarm again before having it replaced and would call with any issues; he was checking for possible emi issues at home. The reporter had not heard of any further issues with the patient.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of the motor stalls was not determined. No actions/interventions were taken to resolve the motor stalls. The motor stalls resolved spontaneously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.